Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, three hours after the procedure, as the patient was leaving the hospital, arterial bleeding occurred at the arteriotomy site. Manual arterial compression was applied to achieve hemostasis. The patient was readmitted to the hospital for observation overnight. The physician is reportedly trained in the use of the proglide device. No additional information was provided.